Manufacturer narrative:
The device has been retained by the customer and is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct is tightened properly. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device. Device retained by customer.

Event description:
Contact reports that approximately six weeks after implantation, the patient presented with one disengaged set screw at right l2 and loss of some correction. Revision surgery was performed and the surgeon replaced the set screw as well as concomitant device rods and other set screws. Also, the construct was extended the construct down to l3.